Event description:
It was observed that during the device evaluation, the subject device exhibited the forceps base was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although it was not possible to identify the cause based on the information obtained, it is possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.